Manufacturer narrative:
Root cause analysis of the rio system performance degradation showed the navigation camera (purchased from ndi as an off the shelf, 510 (k) cleared device), had malfunctioned causing the overall system performance to be negatively impacted. The camera has been returned to the manufacturer and further root cause details are not currently available. The rio system failure was due to the failure of a subcomponent of the system, and an investigation into the subcomponent failure is ongoing.

Event description:
The rio system performance, specifically the speed and responsiveness of the graphical user interface, degraded to a point the surgeon determined the system was not effective. Efforts to resolve the issue in the operating room were not successful, and the surgeon chose to convert from the makoplasty uka procedure to a tka procedure.